Event description:
It was reported that the patient had accidentally turned the device off one time and she was ¿not feeling right.¿ it was later reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37092, lot# 285240001, implanted: (B)(6) 2011; product type accessory; product ID 3387s-40, lot# v741339, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v741339, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).